Event description:
It was reported that the patient presented to the hospital. The lead exhibited a loss of capture. The lead was explanted and replaced. The patient was doing fine post procedure.

Manufacturer narrative:
(B)(4).